Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735670, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during training, the system became unresponsive when user was transitioning between seed and threshold method in model building task for tumor. Both screes became unresponsive to any touch. User did not test if mouse or keyboard were responding. A hard shutdown and reboot resolved the issue. There was no patient present.